Manufacturer narrative:
Additional information was received october 26, 2015 in addition to the facility name and physician name: on (B)(6) 2015 two stents were implanted. After that the expansion of the vessel was good. Post procedure abi was right 0.94 / left 0.97. The patient was discharged (B)(6) 2015 in good condition.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal an y discrepancies relevant to the reported event. (B)(4).

Event description:
This procedure was part of a clinical study in (B)(6). The patient was admitted into the hospital (B)(6) 2015 for pta on stenosis of the right mid-sfa and the subject was enrolled in the study. On (B)(6) 2015 endovascular therapy of the right sfa stenosis which was 100% non or mild-calcified was performed using the turbohawk and spiderfx. On (B)(6) 2015 the patient was discharged. By ultrasound examination, the physician confirmed that blood flow speed was not increasing obviously. Abi: right 1.00 / left 0.99. On (B)(6) 2015 the subject was discharged. On (B)(6) 2015 at the 30 day follow up the abi was right 0.98 / left 0.91. By ultrasound examination the physician confirmed that blood flow speed was not increasing obviously. At the 180 day follow-up the abi was right 0.64 / left 0.91. By ultrasound examination, the physician decided to perform evt (endovascular therapy) because the target lesion of the sfa was occluded completely. On (B)(6) 2015 the subject was admitted to the hospital for evt.